Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose and high blood glucose value of over 400 mg/dl. Patient's current blood glucose value: 67 mg/dl. The customer experienced symptoms such as nausea , muscle pains, polydipsia. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with bolus. The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The device is not expected to be returned for analysis.